Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/3/2020. Additional information: d10, h6. Additional h3 investigation summary: it was received for analysis an opened sample of product code y463g, lot ldz451. During the visual inspection of detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the pull off - suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown dental and oral surgery on (B)(6) 2019 and suture was used. The suture was detached from the needle easily when holding the needle. It was not a control release needle. There were no adverse consequences to the patient.